Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when that hen trying to deploy the angio-seal device, the collagen plug became stuck in the catheter. The customer discarded and used another one. The procedure was completed successfully, and the patient was in stable condition. There were no other devices or equipment used with the reported product. Additional information was received on june 28, 2019. This issue was discovered post treatment. Hemostasis was achieved by the second device. The type of procedure was a peripheral intervention and a 6fr sheath was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. It is likely that the device was not placed in the full forward lock position, or there was an obstruction to the anchor posting to the distal tip. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.